Manufacturer narrative:
(B)(4): physio-control evaluated the quik-combo defibrillation electrodes and verified the reported issue. Physio determined that the connector pin within the connector was not centered which did not allow for a connection to the corresponding therapy cable connector. The customer received a replacement set of defibrillation electrodes.

Event description:
It was reported that during a routine inspection, the customer's quik-combo defibrillation electrodes would not fit into the quik-combo therapy cable assembly. It was noted that the pin within the connector was not centered which would not allow the connection. This set of quik-combo defibrillation electrodes could not be connected to the AED and used on a patient, if needed. There was no patient use associated with the reported issue.